Event description:
A patient reported experiencing inaccurate erratic results using a lifescan meter. The patient's blood glucose results were 95mg/dl, "150"mg/dl or "160mg/dl" (in the reported issue notes it was documented that, "150 or 160 mg/dl" was unsure of true result). Tests were done within <10 minutes with a difference of 40% or 45%. Patient did not experience any adverse events. No further information has been reported.